Manufacturer narrative:
Correction information: g6: follow-up #: 1. Revision summary: pentax medical america had stated that they made a good faith effort to gather additional information regarding this event on 31-dec-2024, but this is being corrected to 31-oct-2024. Evaluation summary: event that occurred is dark image. Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. Additionally, the switch lever on pentax medical's water bottle was improperly positioned, preventing the user from supplying water to clean the objective lens. A definitive root cause of the reported issue could not be identified. As a result of the trend analysis, the "impossible / difficult to operate" category exceeded the upper control limit. A corrective and preventive action (CAPA) is currently underway to address this issue. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. MFR # 9610877-2024-00164; model # eg29-i20c; serial # unknown; dark image during case; fu2. MFR # 9610877-2024-00165; model # eg29-i20c; serial # unknown; dark image during case; fu2. MFR # 9610877-2024-00166; model # eg29-i20c; serial # unknown; dark image during case; fu1. MFR # 9610877-2024-00167; model # eg29-i20c; serial # unknown; dark image during case; fu1.

Event description:
Per the initial report via text message, the pentax medical territory manager was informed of another dark image issue with a bleeder patient at whc. Third incident. This event occurred at the time of during use. There was no report of patient harm. B3:not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
D4: serial # is unknown. D4: primary unique device identifier (UDI) # is unknown. Pentax medical america performed a good faith effort to gather additional information regarding this event and responded an email on 31-dec-2024. Pentax sales representative reported that the switch lever on the water supply bottle of pentax medical was improperly positioned, which prevented water supply to clean the objective lens. All concerned personnel were re-educated, and no similar incidents have occurred since then. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00164_eg29-i20c_unknown_dark image during case, 9610877-2024-00165_eg29-i20c_unknown_dark image during case, eg29-i20c_unknown_dark image during case, 9610877-2024-00167_eg29-i20c_unknown_dark image during case.